Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-01321. It was reported that patient was hospitalized post implant due to extreme distress. Patient is stable. No additional information was provided.